Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The reservoir passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08720 inches. No unexpected insulin flow blocked alarm/no under or over delivery anomaly noted during testing.

Event description:
Customer reported via phone call high blood glucose levels, low blood glucose levels, possible under delivery of insulin, possible over delivery of insulin and no delivery alarm on the insulin pump. Customer's blood glucose level went as low as 34 mg/dl and as high as the 300 mg/dl range. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump and their low blood glucose levels with water. Customer alleged possible over and under delivery of insulin due to unexplained low and high blood glucose levels at different times. Customer performed the displacement test and the insulin pump passed. The insulin pump will be returned for analysis.